Event description:
It was reported that, "the original stem was loose. The stem was explanted and replaced with a secure fit."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info has been requested and if it becomes available then it will be submitted in a supplemental report.